Event description:
Follow-up information provided the patient is doing well.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent system explant on (B)(6) 2018 due to a loss of motor function in their lower extremities bilaterally after being implanted earlier that day ((B)(6) 2018). The patient regained motor function in their legs the same day as the explant.

Event description:
Additional information confirmed implant date (B)(6) 2018 and explant date of (B)(6) 2018. The patient was re-implanted at a later time.